Event description:
It was reported that after the procedure the physician reported that over the 50% of the hydrogel was injected into the rectal wall. It was reported that it was unknown if the physician will proceed with the radiation treatment or will wait until the hydrogel dissolved, at the time of this reported the physician's decision was unknown. The patient current condition remains unknown. Additional information: it was further reported that the physician informed the patient his decision of delayed treatment and wait until the hydrogel dissolved. The images revealed that this is third grade rectal wall infiltration, the physician decided to wait four months and start androgen deprivation therapy (adt).

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2023. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2023. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the procedure the physician reported that over the 50% of the spaceoar hydrogel was injected into the rectal wall. It is unknown if the physician will proceed with the radiation treatment or will wait until the hydrogel dissolves. The patient's current condition is unknown.